Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. There was no sticky button noted. The pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.